Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a suspected ventricular assist device (vad) thrombus and worsening heart failure. It was noted that the thrombus was not clear on the logfiles. There was some unusual activity on the logfiles, and the vad sounded odd about a week prior to the event, but it appeared to resolve. It was noted that there was no massive power rise, so it was assumed not to be on the actual rotor. The patient was placed on extracorporeal membrane oxygenation (ECMO) for cardiogenic shock and immediately the patient¿s hemodynamics improved, and the suspicion of the vad thrombus came from the vad not responding to the ECMO insertion. It was noted that flows and power were identical to pre-initiation of the ECMO. The patient subsequently passed away and the cause of death was multi-organ system failure.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. The reported pump noisy event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient had a suspected ventricular assist device (vad) thrombus and worsening heart failure. The vad sounded odd about a week prior to the event, but it appeared to resolve. The patient was placed on extracorporeal membrane oxygenation (ECMO) for cardiogenic shock and immediately the patient¿s hemodynamics improved, and the suspicion of the vad thrombus came from the vad not responding to the ECMO insertion. It was noted that flows and power were identical to pre-initiation of the ECMO. The patient subsequently passed away and the cause of death was multi-organ system failure. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, the reported pump noisy event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Per the instructions for use, thrombus, worsening heart failure, multi organ failure and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.